Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the vessel sealer extend (vse) would not open or close. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the robotics coordinator to obtain additional information about the event. The vse instrument was not stuck on tissue when the issue occurred. The grip release slider on the vse was not used. A backup instrument was used to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have excessive lubricant on the distal end. The lubricant was found near the grips of the vse instrument. The vse was also placed on an in-house system and passed recognition, engagement cut and sealing tests. The grips opened and closed properly. Instrument logs were not available for analysis. The complaint could not be replicated by failure analysis.